Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input shaft. The grip input disk #7 broken inside the housing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during reprocessing. Leftover residual chemicals on the input shaft can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in a damaged instrument input shaft.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument were not clipping properly. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The issue occurred on the 1st clip application. No photos or videos are available.